Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Just for clarification, the device stapled on only one side of the cut line and there were not staples on the other side? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a gastroplasty procedure, with the stapler ats, blue reload, in the stomach of the patient, the reload is not stapling. They were getting the clamps on one side completely open, necessitating manual suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that four 6r45b cartridge reloads were received. Cartridge (a, b) were received fully fired and in good visual condition. Cartridge (c) was received fully fired and in good visual condition. Cartridge (d) was received fully fired and with the cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test could be performed due to the condition of the reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.